Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during rinseback mode of a routine hemodialysis treatment. Clear fluid was observed leaking from the cartridge. Rinseback was not completed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide when a leak is detected. Evaluation of the returned cartridge confirmed a leak in the fluid management pathway of the cartridge. The cycler alarmed appropriately. The exact cause of the leak is under investigation. The user's guide states that the nxstage cycler may not sense slow fluid or blood leaks resulting from loose connections, faulty components, venous access disconnection or other potential causes. Visually inspect the system periodically for evidence of leaks. Terminate treatment if leak cannot be resolved. Facility staff is aware of the event. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.